Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that when they went to charge up my implant, they will go to bed and it will turn off during the night at randomly and then they will have pain and says this started happening about 2-3 months ago. They also reported a fall in june. They would have pain when the stimulation turned off. No out of box failure was reported. No further allegations/complications were reported.